Manufacturer narrative:
(B)(4). The expiration date was reported as 06/2020. The reported lot number, h158f1504, was not a valid lot number; therefore a batch review could not be performed. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. The patient stated that there were no obvious reasons for the alarm and they did not see any air bubbles in the line. The patient did not have manual supplies to complete the therapy. The technical service representative assisted with ending the therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.